Event description:
During a podiatry procedure and the pin broke off inside of the patient's foot. During the procedure a piece of the guidewire fractured off inside the toe. X-ray confirmed a 2-3 cm portion was within the toe. Discussion held between the physician and implant representative; the decision was made to leave the piece in as the physician was unable to retrieve the piece and it was determined not be through any cortical surface.